Event description:
The facility is working with braun corp to repair, replace and address the product problem. In 2003, staff was lifting a wheelchair client up, using a braun l917ib lift. The lift worked as designed coming up to the correct position. As the operator began to pull the person off the lift into the bus, the lift began to stow. The lift pulled completely into the vertical stow position without any operation of the switches. The vehicle pump continued to run for approximately two minutes before it shut off. Fortunately, the operator was able to pull the person away from the lift quickly with no one receiving any injuries. They took this lift out of service and notified their lift dealer and service representative. The service mechanic was able to reproduce the condition and confirmed a defective solenoid in the pump housing. Fortunately the 50lbs switch was working, preventing the person from catapulting into the vehicle. The concerns are obvious. The potential injuries that could have occurred in this case, as well as the countless lift cycles their agency performs each day could be devastating. The agency currently uses 22 ada para-transit vehicles that serves approximately 75 wheelchair bound clients. All of these vehicles are equipped with braun ada lifts. Agency began using braun lifts in 1995 after considerable political pressure from a major competitor. They have since replaced all lifts from other manufacturers with braun products. The major reasons they switched over to braun lifts were the safety design features that were more suited to needs. The braun corporation also appeared to respond much better to design problems experienced in the field by customers such as them.